Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection did not identify any particulate matter, malfunctions or abnormalities. Functional testing was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter from the vialmate stopper was inside the vialmate. The device was filled with 1 gram of cloxacillin and 100ml of sodium chloride. There was no patient involvement. No additional information is available.